Event description:
As reported by the (B)(6) registry a patient experienced an ischemic stroke approximately one day post index procedure. The patient was discharged 4 days later to a skilled nursing facility. Rankin score was 1 compared to 0 at baseline. The nih stroke score at 0 at study inclusion. The patient was asymptomatic at the time of the procedure. Carotid artery stenting was performed on a 90% occluded lesion at the bifurcation of the right common carotid artery of 18mm in length in an 8.0mm vessel diameter. The arch iii lesion was eccentric and mildly calcified. A 6mm medium support angioguard embolic protection device was successfully deployed past the lesion and an 8x30mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 0%. The angioguard was successfully removed and there was no debris found in the basket. There was no documented presence of air bubbles. It was not documented if there was any dissection. The patient¿s symptoms included nausea and vomiting. The patient was treated with anti-emetics. At discharge the nausea was resolving. MRI two days after the adverse event indicated "small acute infarct in the inferior, posterior aspect of the right side of the midbrain. Possible tiny acute infarcts are present in the left frontal lobe and right parietal lobe. There is no hemorrhage or mass effect."

Manufacturer narrative:
Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. As reported by the (B)(6) registry a (B)(6) female patient experienced an ischemic stroke approximately one day post index procedure. The patient was discharged 4 days later to a skilled nursing facility. Rankin score was 1 compared to 0 at baseline. The nih stroke score at 0 at study inclusion. The patient was asymptomatic at the time of the procedure. Carotid artery stenting was performed on a 90% occluded lesion at the bifurcation of the right common carotid artery of 18mm in length in an 8.0mm vessel diameter. The arch iii lesion was eccentric and mildly calcified. A 6mm medium support angioguard embolic protection device was successfully deployed past the lesion and an 8x30mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 0%. The angioguard was successfully removed and there was no debris found in the basket. There was no documented presence of air bubbles. It was not documented if there was any dissection. The patient¿s symptoms included nausea and vomiting. The patient was treated with anti-emetics. At discharge the nausea was resolving. MRI two days after the adverse event indicated "small acute infarct in the inferior, posterior aspect of the right side of the midbrain. Possible tiny acute infarcts are present in the left frontal lobe and right parietal lobe. There is no hemorrhage or mass effect." Patient has a medical history of hyperlipidemia, congestive heart failure, CABG, history of smoking (>5packs of cigarettes), diabetes mellitus, coronary artery disease, myocardial infarction, coronary percutaneous revascularization, hypertension (systolic>140, or diastolic>90, or requiring medication) and a high risk criteria of chf (class iii/IV) and/or known severe left ventricular dysfunction lvef<35%. The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death; 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
Additional information was received that on (B)(4) 2013, aptt was 49.0. In the 30 day follow-up visit, the patient's nih and rankin scores remained the same. Additional information is not available at this time.